Event description:
It was reported that when starting a da vinci si prostatectomy procedure, the surgical staff experienced system error code 22005 and restarted the system. After restart, the system would not complete the homing process. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
Investigation conducted by the field service engineer concluded that the system error codes experienced by the customer were associated with the right master tool manipulator (mtmr). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 22005 appears when the da vinci safety system determines the system did not self calibrate correctly during setup. Upon determining this condition, the system records the fault and transitions to a safe state. The mtmr was returned and evaluated. The error code experienced by the customer was confirmed in the system logs, however, engineering was unable to replicate the reported failure during internal testing. Based on the system error logs, it is believed that the mtmr arm may have been physically obstructed in the operating room. As of june 15, 2012, there have been no reported recurrences of the issue at this hospital.